Manufacturer narrative:
H3: the 8780 catheter was returned and visual inspection identified there was damage to the transition tubing. An unknown ascenda catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type catheter product ID neu_ascenda_cath lot# serial# unknown implanted: explanted: product type catheter . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider (hcp)) regarding a patient who was receiving morphine (unknown) (10 mg/ml at 1.718 mg/day), clonidine (300 mcg/ml at 51.54 mcg/day), and bupivacaine (5 mg/ml at 0.859 mg/day) via an implantable pump for non-malignant pain and failed back syndrome. It was reported that 2 days after pump replacement the patient experienced withdrawal symptoms. It was noted that the catheter was not clamped, cleared or primed and the hcp wasn't sure whether drug dripped out of it during replacement. The patient was being managed with oral medication. Additional information received on 18-jan-2022 indicted the issue has not been resolved at this time. The patient was instructed to try a bolus from his personal therapy manger (ptm) on (B)(6) 2022 and it did not help resolve the issue. Additional information was received on 09-feb-2022 that reported that the patient went into withdrawal after normal pump replacement on (B)(6) 2022. There were no reported environmental, external or patient factors that may have led or contributed tot eh issue. The diagnostics and troubleshooting performed was the patient was treated for withdrawal days after normal replacement. The actions and interventions taken was a catheter revision was scheduled, during revision the physician was unable to aspirate the catheter through the cap (catheter access port). He replaced the pump segment and removed some extra catheter from the spinal segment in the pocket site. After some difficulty feeding the spinal segment into the new catheter connector of the pump segment, he was unable to aspirate yet. They opened an 8785 and replaced the connector after cutting another segment of the spinal segment out. After connecting everything to the pump again he was able to aspirate the catheter normally. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient¿s medical history included chronic pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.